Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 407mg/dl. The customer states they treated the high before the call. Troubleshoot was conducted. The pump passed testing and was found to be operating as designed. The customer was advised to monitor the device and call back if issues persist.